Manufacturer narrative:
Investigation of the explanted inlay is in process. The device history record (DHR) review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Double vision is listed in the device labeling as a known potential risk. Complaint reference number: (B)(4).

Event description:
The subject was enrolled in a foreign clinical trial and underwent uneventful implantation of the investigational corneal inlay in the right eye on (B)(6) 2015. Trace peripheral edge haze was observed 2 months postoperatively, but this did not impact vision and did not progress. One year postoperatively, the patient reported experiencing moderate double vision and the inlay was explanted on (B)(6) 2016. Prior to explantation, the patient's best corrected distance visual acuity (bcdva) had decreased from 20/16 (preoperatively) to 20/20. At last examination one month after explant bcdva returned to baseline .